Manufacturer narrative:
Findings: pump was received with broken reservoir tube lip, cracked reservoir tube window, cracked case at display window corner and minor scratched lcd window.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the o-rings are sticking out. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.